Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with a radio frequency error. The alarm has occurred several times within the past two weeks. The patient's blood glucose at the time of incident was 130 mg/dl. Troubleshooting was initiated for the radio frequency error. The pump alarmed during normal use and not during the rewind or prime sequence. The customer was assisted with clearing the alarm and rewinding the pump. A normal bolus was programmed into the air and the amount was recorded in the bolus history. A self test was performed but the pump alarmed with a radio frequency error. The insulin pump was returned for analysis and a replacement device was shipped to customer.

Manufacturer narrative:
The insulin pump alarm noted during self test due to faulty electrical component on the radio frequency board. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked belt clip slot.